Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the device's memory revealed that a shorted lead indicator was recorded in the device. Visual inspection revealed an arc mark is on the back of the device's case. An x-ray confirmed that the plasma fuse is open. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. Further review of the device's memory found that several shocks were attempted after the shorted lead indicator was recorded, which resulted in that charge time-out fault codes. Analysis confirmed the field allegations regarding fault codes.

Event description:
Boston scientific received information that the patient was in the emergency room for non-device related issues when they experienced a run of ventricular tachycardia (vt). Cardiopulmonary resuscitation was performed and the cardiac resynchronization therapy defibrillator (crt-d) shocked the patient one time and then was unable to deliver any further shocks. Subsequently the patient received two to three external shocks. Upon interrogation two fault codes were observed. Boston scientific technical services (ts) was consulted and noted that one fault code was due to a shorted lead circuit and the other fault code was for a capacitor charge time that has exceeded the charge time limit. Ts advised that the patient would be considered unprotected and both the device and right ventricular (rv) lead should be explanted. A revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.